Event description:
Procedure type: lap total gastrectomy. According to the reporter: after firing, the camera had been removed, so the device was taken out of the pt blindly, and then it was noticed that the anastomosis was torn. The procedure was converted to open to correct the anastomosis. No bleeding was reported and no further incident details were disclosed.

Manufacturer narrative:
Initial report sent: 09/08/2008.